Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set leaked. This occurred during an injection with contrast under pressure in the CT lab. It was stated that the IV extension set disconnected from the non-baxter catheter during injection with contrast under pressure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.